Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 21256335 / 21437310, model/catalog description: linear 3-4 lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was hospitalized due to ipg site was open and infected. Symptoms were redness in area, and drainage at incision line. The physician believed that the infection was not device related and the cause was unknown. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively. No further information could be obtained.